Event description:
As reported by the (B)(4) registry, 3 days after the discharge from the index procedure, the patient had an ischemic stroke and the recovery is unknown. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 6.0mm vessel diameter with mild vessel tortuousity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed followed by deployment of a 9x410mm precise pro rx stent. The angioguard was removed without technical difficulties. The residual diameter stenosis measured 20%. The patient was neurologically intact upon leaving the angio suite. Nih and rankin scores were both 0 at baseline as well as discharge after the index. The patient did not have any known allergies to nitinol, nickel or titanium and had no neurological symptoms prior to the procedure. A 6f size sheath introducer was used in the procedure. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. There were no air bubbles noted at any time during the procedure. There was no thrombus noted pre or post deployment. The patient was discharged then re-hospitalized with bradycardia and left hand dyskinesia. The patient had a probable thalamic ischemic stroke. The symptoms were on the left side of the body. The patient is in physical therapy and is doing well with stated improvement in left pinky and ring finger movement. Able to play the guitar is his standard of measurement.

Manufacturer narrative:
Concomitant medications continued: heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire registry, 3 days after the discharge from the index procedure, the patient had an ischemic stroke and the recovery is unknown. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed followed by deployment of a 9x410mm precise pro rx stent. The angioguard was removed without technical difficulties. The residual diameter stenosis measured 20%. The patient was neurologically intact upon leaving the angio suite. Nih and rankin scores were both 0 at baseline as well as discharge after the index. The patient did not have any known allergies to nitinol, nickel or titanium and had no neurological symptoms prior to the procedure. A 6f size sheath introducer was used in the procedure. There was a tight seal between the sds and the tuohy borst (hemostasis) valve of the sheath introducer/ guiding catheter during aspiration. There were no air bubbles noted at any time during the procedure. There was no thrombus noted pre or post deployment. The patient was discharged then re-hospitalized with bradycardia and left hand dyskinesia. The patient had a probable thalamic ischemic stroke. A review of the manufacturing documentation associated with this lot 15490361 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15490361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15490361. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
It was previously reported in the event summary that the patient had bradycardia during the ischemic stroke event. This event is being reported as a serious injury. Additional information is still pending and will be submitted within 30 days upon receipt.